Event description:
The customer reported that the device shutdown and rebooted during use on a patient after the charge button was pushed.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.